Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown head lot #: unknown, item #: unknown stem lot #: unknown, item #: unknown acetabular plate lot #: unknown, item #: unknown screw lot #: unknown, item #: unknown screw lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The product location is unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2020-02541, 0001822565-2020-02859, 0001822565-2020-02864, 0001822565-2020-02865. Reported event was confirmed by radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Radiograph review shows multiple fractured screws are seen along the acetabular reconstruction with loosening of the plate. Femoral stem is intact with lucent oblique fracture line involved in the mid-femoral diaphysis. Bony resection or resorption of the proximal femoral diaphysis is present. Mild osteopenia is present. Acetabular reconstruction limits evaluation for acetabular cup angles. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported by the 411 group the patient underwent an initial tha at an unknown date. The patient has been indicated for a revision, however, a revision has not been reported. The sales rep was inquiring about implant identification. Radiograph review indicates loose acetabular plate, fractured screws, and bone loss in femur. No additional information is available.